Event description:
It was reported that this inflatable penile prosthesis was removed as the cylinders were no longer inflating. The cylinders had broken near shaft of the penis and herniated out of the corporatomy. A new inflatable penile prosthesis was implanted. No patient complications were reported.